Manufacturer narrative:
Additional information was received that upon interrogation, the device was fine. Auto-capture was turned on as a safety mechanism. The patient denied having a syncopal episode, and the physician thought that the pause on telemetry may have been from another patient on the ward, as the device parameters were stable with the previous day's check.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Rv pacing inhibition that lasted longer than two seconds with no qrs capture. However, no events were recorded. Auto-capture was not programmed on. Interrogation and lead testing was fine. The loss of capture could not be re-created, and there was no noise or oversensing noted. There were pacing spikes present on the electrocardiogram. The physician suspected there might be a microdislodgement. There is no information on the manufacturer of the lead. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The battery status was at end of life and review of the device memory noted no resets or error codes. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined the device met specification and the allegations made against the device in the field could not be confirmed through analysis.

Event description:
This device was later explanted with no further allegation made in relation to this event. No additional adverse patient effects were reported.